Manufacturer narrative:
The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector on connector board, the pump was monitored and functioned properly.

Event description:
The customer's mother reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 256 mg/dl. Troubleshooting steps were provided for power error detected alarm and power loss alarm. The customer's mother reported that the notification light stopped flashing immediately. The customer was advised the insulin pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump was returned for analysis.